Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2015 with the following findings: investigators were unable to duplicate the original under-responsive keypad buttons complaint. During testing, the keypad appeared intact with no evidence of damage and the keys responded properly to user presses. The keypad cover was removed and no evidence of contamination was found. The pump was opened up and moisture was found on multiple internal components. In addition, a battery compartment leak was diagnosed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.